Event description:
Event: handle dismantled to remove device. Event details: after placement of the graft it was not immediately possible to remove the device through the hooks. The device handle was dismantled and an 8 french guidewire was put over the hypotube to provide smoother transition between hooks and delivery catheter. The device was then removed. The graft was successfully implanted.